Event description:
It was reported that the brakes/steer are difficult to engage/disengage, causing an unspecified injury to a caregiver. The caregiver underwent surgery to treat the unspecified injury, but further information regarding the injury was not provided. Upon evaluation of the device, there was no defect found, the alleged issue could not be recreated or duplicated.

Manufacturer narrative:
The record was updated to include the device's manufacturing date.

Event description:
It was reported that the brakes/steer are difficult to engage/disengage, causing an unspecified injury to a caregiver. The caregiver underwent surgery to treat the unspecified injury, but further information regarding the injury was not provided. Upon evaluation of the device, there was no defect found, the alleged issue could not be recreated or duplicated.